Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the close door alarm caused by a failed lower link switch. The lower auxiliary assembly which contains the link switch, was replaced.

Event description:
It was reported that a spectrum pump alarmed to close door. It was also reported that there was no patient injury.